Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. Previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Therefore no DHR (device history record) review for this individual asr component will be carried out at this point in time. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. The investigation to determine root cause was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿silent soft tissue pathology is common with a modern metal-on-metal hip arthroplasty¿ henry wynn-jones was reviewed for MDR reportability. The article reports on 79 total hip arthroplasties within 68 patients (75 hips scanned via MRI due 2 (3 hips) had contraindications and 1 declined to claustrophobia) with a total of 8 revisions. The article reports the asr system was used between february 2005 and march 2008 and further distinguishes 17 asr resurfacing procedures in 14 patient and 62 thr in 54 patients utilizing asr acetabular component, a matched cobalt-chrome asr xl head and a corail titanium hydroxyapatite - coated uncemented stem. MRI findings for adverse reactions to metal debris (armd) were categorized as normal, abnormal (but typical of a disease other than a metal-on-metal reaction), mild, moderate and severe. The severe category includes changes in soft tissue extending through deep fascia, tendon avulsion, bone marrow replacement or fracture (location involvement on specified), and/or neurovascular involvement. Noted is asr resurfacings had 1 finding and asr xl procedures had 3 findings under the severe category but no clarification on which events were specifically present on specific patients. Also noted that the 3 of the scans that were categorized as abnormal but not thought typical of adverse reaction metal debris include infection (1 finding), iliopsoas bursa (1 finding), and osteolysis (1 finding), and no clarification on findings related to specific product type. A total of 8 revisions were completed from initial implantations and those 8 cases have been clarified by cases 1-8 on linked pc¿s. The article reports 1 of the revisions reveals a loosening of the proximal stem at the time of revision so both acetabular and femoral components were replaced but does not clarify which revision case. Patient harms reported with asr resurfacing system without clarification on specific patient information: 1 patient experiencing femoral neck thinning; 6 findings with MRI of adverse reactions to metal debris (armd), patient harms reported with asr xl system without clarification on specific patient information: corail stems: 10 radiographs with radiolucent lines suggesting loosening (not confirmed); 21 findings with MRI of armd; product related events: metal-on-metal bearing wear.